Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for damaged to the np (non-patient) sleeve with the incident lot was observed. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for damaged to the np (non-patient) sleeve with the incident lot was observed. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the unspecified bd needle experienced stopper creep out or loose closure which was noted prior to use. The following information was provided by the initial reporter: material no. Unknown, batch no. Unknown. Verbiage: yesterday I was about to aliquot a urine. When I peeled off the yellow sticker the needle from the blue top flew out! The needle screw threads are damaged (chunk missing from the thread) and I believe this is the cause. No damage was done to myself or to the sample. I just re-aliquoted the sample and continued as normal.